Event description:
Updated summary: customer said the pump does not alarm when sensor glucose value is low. However, there was no low blood glucose/no hypoglycemia. Helpline said the settings needed to be checked to see at what value the pump alerts. Helpline found that the low was set at 3.4mmol/l and that the pump did alert for a low sensor glucose value. Hcp has changed the settings to 4.2mmol/l now. Helpline offered the customer to use the alert before low option, too.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 and h6 (replaced health effect - clinical code 1912 with 4582 and health effect - impact code 4650 with 2199) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump does not alarm when sensor glucose was low and hypoglycemia. The customer reported a blood glucose value of 3.4 mmol/l. The event involved product(s) mmt-1885. Troubleshooting was performed and checked the alarm history the pump did not alert as per the setting. No harm requiring medical intervention was reported. No product return is required for mmt-1885.